Manufacturer narrative:
Welch allyn could not confirm the customer's allegation of a switch failure. No device was returned for evaluation. The switch was replaced to the customer and the system is functioning with no other issues. Possible causes of a cisco switch failure might range from a power failure in a network component, failure due to age or heat, faulty or loose cable connections. No further investigation will be conducted.

Manufacturer narrative:
Our evaluation of this incident is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the cisco switch is rebooting every few hours, resulting in a temporary loss of centralized patient monitoring. There is no report of any patient harm as a result of this reported event. The customer did not provide any patient information.